Event description:
Stapler stopped working during procedure.======================manufacturer response for stapler, endo gia stapler (per site reporter).======================will qa product and send report to hospital.